Event description:
A doctor reported the equipment displayed a system message and locked prior to a cataract with intraocular lens implant procedure. The procedure was canceled after the patient had received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).